Manufacturer narrative:
The reported event of failure to capture was not confirmed. Analysis found that a complete lead was returned in one piece measuring 58.0 cm. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead exhibited failure to capture. The lead was exchanged during the procedure. The patient was stable in condition.